Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). The customer's blood glucose level was 350mg/dl. Review of the pump data logs verified that the pump was not interacted with prior to the alarm declaring. Reportedly the customer continued to use the pump for insulin therapy.